Event description:
It was reported that this right ventricular lead was surgically abandoned to an unknown product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.